Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5 was failed. A field service engineer opened the back panel to inspect the drawer and found that the drawer controller board had no light emitting diodes indicators illuminated, reseated the flex cables on both controller boards; however, the issue persisted, determined that the drawer controller board was end of life and no longer available, confirming that the legacy half-height drawer required full replacement, then fse replaced the drawer, configured the new drawer in the application and had the customer perform testing, which was successful, no further issues were reported. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer failed. The customer rebooted the device and attempted recovery, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.